Event description:
Complainant, spouse of deceased, reports the following: pt, female diagnosed with renal failure in 2008. Physician gave her a good prognosis. Hospitalization until following month to receive ports in preparation for in-home dialysis treatment. Released from the hosp, and device was installed in home on or about that same time. Treatment started on the following day every tuesday, thursday and saturday. Pt had received 6 treatments while hospitalized and 21 at residence. Home treatments were provided by a nurse. Device installed in home, and appears to be a 2-part device. Complainant feels strongly that this device is responsible for the untimely death of his spouse. Physician informed complainant that pt's "blood contained 12x more acid than a normal person."